Event description:
Customer states- the caster broke during riding on concrete, the caster was caught in a crack during outside use. Customer states also the chair veers to the left. Customer states no injuries and/or damages have occurred.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model trex28r, serial number/date code (B)(4) is approximately 1 year old. The owner's manual part number 1110546 (rev. G) feb-11 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.